Manufacturer narrative:
The event unit was returned for evaluation. Engineering was unable to replicate the experience of clips crossing. The unit was disassembled for further evaluation and met all specifications. Per the instructions for use (IFU), clip appliers are intended to be used to occlude vessels, and not over substrates that impede contact of the clip distal ends during closure, such as staple lines. This impedance promotes clips scissoring and is likely the root cause. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Gastric bypass - "clips consistently scissored while clipping staple line and then scissored extracorporeally. Please note that surgeon employed proper technique of smoothly loading, then placing, and then firing. Rep noticed no concerns with technique. This surgeon spend much time on lap trainer and is very comfortable with the feel. Type of intervention- new product was opened." Patient status - ok."